Manufacturer narrative:
The event occurred in (B)(6). Device not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6): the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated that the lancet protrudes beyond the end-cap of the multiclix lancet device. Reporter noted that, due to the exposed lancet, a member of the nursing staff experienced an unintentional needlestick. Report did not indicate if the exposed lancet had been previously used, nor did it note if any treatment was sought or received by the affected staff member. The suspect product was not returned to the manufacturer for evaluation.